Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure (batch no. B63561-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2017 and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included obesity, kidney stones, umbilical hernia repair in 1984, kidney stones in 2007 and lithotripsy in 2007. Concomitant products included ibuprofen and oxycodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"), 1 year 10 months after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea /period pain/ cramps"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia") and vaginal infection ("infection (other describe: lots of discharge"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("lower side abdominal"). The patient was treated with surgery (hysteroscopic removal of essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, anxiety, depression, female sexual dysfunction, vaginal infection, migraine, headache, nausea, fatigue, alopecia and abdominal pain lower outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, headache. Lot number reported b63561 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: update of information (batch is invalid) product technical compliant. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure (batch no. B63561 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2017 and device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included obesity, kidney stones, umbilical hernia repair in 1984, kidney stones in 2007 and lithotripsy in 2007. Concomitant products included ibuprofen and oxycodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"), 1 year 10 months after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea /period pain/ cramps"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia") and vaginal infection ("infection (other describe: lots of discharge"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("lower side abdominal"). The patient was treated with surgery (hysteroscopic removal of essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, anxiety, depression, female sexual dysfunction, vaginal infection, migraine, headache, nausea, fatigue, alopecia and abdominal pain lower outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, headache. Lot number reported b63561 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (required to undergo a hysterectomy with removal of the essure devices). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure (batch no. B63561) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," on (B)(6) 2017 and device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included obesity, kidney stones, umbilical hernia repair in 1984, kidney stones in 2007 and lithotripsy in 2007. Concomitant products included ibuprofen and oxycodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"), 1 year 10 months after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea /period pain/ cramps"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia") and vaginal infection ("infection (other describe: lots of discharge"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed") and abdominal pain lower ("lower side abdominal"). The patient was treated with surgery (hysteroscopic removal of essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, anxiety, depression, female sexual dysfunction, vaginal infection, migraine, headache, nausea, fatigue, alopecia and abdominal pain lower outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2019: pfs and mr received: reporter added, plaintiffs address updated, patient demographic added. Product information and lot number added. Events added are as follows- vaginal haemorrhage, migraine, headache, nausea, device ineffective, apareunia, fatigue, alopecia, vaginal infection, device monitoring procedure not performed, abdominal pain lower. Events onset date and severity added. Events outcome updated. Concomitant drug and medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (required to undergo a hysterectomy with removal of the essure devices). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient sought treatment on multiple occasions for these symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.